Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified vessel. A 6.0mmx40mmx135cm (4f) sterling balloon was advanced for dilation. However, during the first inflation at below nominal pressure, the balloon immediately ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.